Manufacturer narrative:
This event was previously reported in MFR. Report #6000153-2015-00271, but additional information indicated that it did not pertain to that device. Any subsequent information will be included in this report. Reference MFR. Report #3007566237-2015-03568 regarding another lead involved in the event. Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider for a patient implanted for gastrointestinal/pelvic floor reported that during the device trial, the peripheral nerve evaluation leads moved due to the patient's movements. The patient did not follow directions, was too active, and therefore the leads moved; the failure of the lead was contributed to movement. The patient had a good response initially so the healthcare provider proceeded with the implant. There was no troubleshooting performed, and the patient now had formal interstim and was doing well. No event date, product information, or symptoms were reported. No additional information was able to be obtained regarding this event. If additional information is received, a follow-up report will be sent.